Event description:
It was reported that during lap roux-en y procedure, the device was being fired across the stomach on the fourth firing with a white reload. Between the second and third stroke, the unformed staples fell out of the cartridge and stuck to the bowel. The device continued to cut. The pt began to bleed and the surgeon pulled a new device and a new reload. The area was excised and the stomach was made tighter. The procedure was completed and the pt was released. Unk how many days post op, but the pt came back with internal bleeding. The pt has received five units of blood within the past four days and is still in the hosp.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.